Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter entrapment to the guidewire occurred. The 99% stenosed target lesion was located in the moderately tortuous and non-calcified obtuse marginal branch artery. After thrombus aspiration with a thrombuster, a 2.50x38mm promus element plus was directly advanced into the lesion without pre-dilation to treat the target lesion but the device was unable to advanced due to friction with the guidewire. The physician attempted to remove the sds but it completely stuck to the guidewire and both devices were removed together as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.